Manufacturer narrative:
The customer¿s complaint of the device failing patient side occlusion testing during preventative maintenance was not confirmed during testing. However, associated lower patient side pressure sensor was identified slightly out of specification which may have attributed to the reported patient side occlusion failure. An internal and external inspection of the pump module observed the both iuis connectors to be dull. An incidental 3rd party upper bottle pressure sensor was identified. An error log review for the reported incident revealed a (6) error 240.4150.0 for sensor broken high failures from 04/09/2013 ¿ 04/17/2020; however no errors were logged for patient side sensor failure. Test results from pressure sensor malfunction test method and preventive maintenance, with a focus on occlusion testing, observed the lower pressure sensor slightly out of specification. However, the pressure sensor was observed passing the patient side occlusion test. The proximate cause of the customer¿s complaint with the pump module failing patient side occlusion testing while performing preventive maintenance was most likely attributed to an intermittent failure with the fso pressure sensor. The proximate cause of the failure is likely related to an intermittent failure with the internal sensor circuits. A contributing factor has shown the issue related to excessive force applied to the sensor during clinical operation or during handling. Device history review: review of the pump module service history record showed the device had a manufacture date of 19nov2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 26aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device was dropped off at the biomed office with a note saying "not working". A pm test was performed and it failed the occlusion test. No error codes were observed. There was no patient/clinician harm.